Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-09226.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2019-09226. It was reported that patient had ineffective stimulation with high impedance issue observed on one to eight contacts and low impedance on few contacts as well. Upon x-ray review, lead fracture was suspected. Surgical intervention may take place in the future. No further information is available.

Event description:
Related manufacturer report number 1627487-2019-09226. New information received states that lead revision was performed on (B)(6) 2019. Patient did not receive coverage on the left side. Upon lead revision, it was determined that there were no high impedance issue on contacts one through eight and that the lead extension had only one connection and the other lead was connected to another port. During the revision procedure it was observed that the lead migrated. Physician opted to implant a new lead at the t7 location and previous leads remains implanted. Patient was programmed post procedure.